Event description:
It was reported that the patient had a revision performed to exchange the insert due to an infection.

Manufacturer narrative:
The associated journey ii bcs articular insert was not returned for evaluation. The device was manufactured in 2016. Our investigation including a review of the manufacturing records for the listed batch did not reveal any deviation from the standard manufacturing processes. Product was sterilized according to sterilization release documentation from quality control. A review of complaint history for the listed part revealed one prior complaints for the listed failure mode with the same batch number. A clinical investigation was conducted and it concluded that no medical/clinical documents have been provided after several attempts to obtain information. Without supporting clinical/medical documents a thorough investigation cannot be performed. Without the return of the actual product involved, our investigation of this report is inconclusive. No further investigation is warranted for this complaint; however we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.